Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial (ra) lead. Which led to inappropriate atrial tachycardia response (atr) episodes. Reprogramming settings were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.